Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was a reported broken needle. The sensor was inserted at the leg on (B)(6) 2019. The complaint device was returned for evaluation. The device was visually inspected and found that the applicator was partially deployed with the cannula exposed with no visible physical damage inhibiting functionality. The reported event of a broken needle was not confirmed. A probable cause could not be determined. No additional event or patient information is available. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).